Manufacturer narrative:
One device was returned for analysis of complaint of latch or lock issue. There was no relevant service history or event history. Visual and functional testing was performed. Complaint of latch/lock issues was confirmed through latch/lock test. Replaced latch/lock sensor and the device passed testing post repair.

Event description:
It was reported that during testing, latch or lock issue occurred. Investigation found that the pump had defective latch/lock sensor. This could cause interruption of therapy. The file is reportable based off the investigation findings.